Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had battery that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted speaking with the customer, and that the device has a faulty battery message appearing in yellow. It was reported that the v60 was in an unused warehouse connected to electrical power. The rse noted that a battery had been ordered. A philips field service engineer evaluated the device onsite and replaced the battery to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).